Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the heartmate gogear shower bag was unable to be confirmed. The shower bag was not returned for analysis and no images were submitted for review. Additional information provided on 10oct2023 stated that a shower bag was in use at the time of the event, but the lot number is not available. It was also stated that no fluid ingress was able to be confirmed within any of the products and that the alarm did not re-occur. A root cause for the reported event was unable to be conclusively determined through this analysis. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used, and a replacement should be requested. These documents also provide step-by-step instructions for showering with the use of the shower bag. The IFU and patient handbook explain that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Lastly, these documents state that the bag should be allowed to drip dry completely before being used again. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the shower bag was in use at the time of the event on 02sep2023 but fluid ingress was not confirmed in any of the products. The reported alarm did not reoccur after cleaning the battery and clip contacts.

Event description:
It was reported that the patient experienced a low voltage alarm on (B)(6) 2023 while in the shower. The patient believed that there was water in the battery/ battery clip connection, but no water was in contact with the system controller and did not have any further alarms. The log file captured power cable disconnect and low power hazards on (B)(6) 2023 at 10:21:40 - 10:22:26 with the alarms resolving at 10:22:28. As a precaution, it was recommended to check the battery and battery clips for integrity and clean their contacts. Otherwise, the log file captured routine events with no notable alarm conditions or parameter changes.

Manufacturer narrative:
Related MFR # for the battery: 2916596-2023-06947. Related MFR # for the battery clip:2916596-2023-06948. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.